Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0177994r, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: catheter. Product ID: 8575, lot# n076418, implanted: (B)(6) 2006, product type: accessory. Product ID: 8709, lot# j0177994r, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was initially reported that the patient experienced drug withdrawal with underdose symptoms. A dye study was planned for a later time. The patient status was reported as ¿alive ¿ no injury.¿ additional information received reported there was a catheter break noted by the surgeon on the distal segment and the catheter was replaced with a new catheter. A dye study was done. A new catheter was needed and the issue resolved. The patient was receiving less than 50% therapy relief. The patient status was listed as ¿alive- no injury.¿ additional information received reported the pump was being used to deliver dilaudid, fentanyl, and ketamine. The patient also had a duragesic patch while having withdrawal symptoms. The dye study revealed pooling of dye outside of the catheter. The patient symptoms were listed as sweating, increased pain, and cramping. When the catheter was revised there was a visible tear in the catheter. The pump had recently been replaced and the symptoms had started post pump replacement.